Event description:
During telephone monitoring reportedly noted to have malfunction of his pacemaker-periods of improper pacing and sensing; scheduled for removal and replacement of pulse generator; pulse generator removed 7/22/97; uncomplicated hospitalization.